Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin as well as not cleaning the pneumatic tap area of the pump. Tandem technical support educated the customer on insulin labeling as well as proper pneumatic tap cleaning techniques. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 345 mg/dl.

Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. When cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.